Event description:
It was reported that a leak was observed from the twist clamp of a minicap transfer set during use. The reporter stated that the device had been in use for 3 months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received to baxter, and an evaluation is complete. Visual inspection was performed with the naked eye and under microscope and found an unrelated issue. Functional tests, including leak, clear passage, and clamp function testing were performed with no issues noted. Upon completion of the investigation, the reported problem of leak from the twist clamp could not be verified and its cause unknown. Should additional relevant information become available, a supplemental report will be submitted.